Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs (deep brain stimulation) therapy indications. It was reported that the patient fell and hit their head. There were high impedances when tested at 3 v on contact 11. No troubleshooting, or actions were taken to resolve the issue. The issue was not resolved at the time of the report and it was indicated the healthcare provider (hcp) had no further information regarding the event. No patient symptoms or further complications were reported as a result of this event.